Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years 10 months post implant of this 23mm aortic root, the patient underwent a valve-in-valve root replacement procedure and retained their native valve leaflets due to aortic insufficiency, calcification and increased gradients. No additional adverse patient effects were reported.

Manufacturer narrative:
Added expiration date. Added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years 10 months post implant of this 23 mm bioprosthetic valve, a transcatheter valve was implanted. When the bioprosthetic valve was implanted initially, only the root of the bioprosthetic valve was implanted, and the native valve leaflets were retained. The transcatheter valve was implanted as intervention to address aortic insufficiency, calcification and increased gradients on the patient¿s native leaflets. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.